Manufacturer narrative:
Four 139104ext were received in unopened original packaging, the reported catalog and lot numbers were verified. Visual inspection found a that sample 2 exhibited a channel that would likely lead to a breach of sterility. All devices were dye leak tested. Dye leak testing found that sample 1 exhibited area of the seal that where the device likely started to push through the seal area. Sample 2 exhibited a channel that lead to a breach of the sterile barrier. This breach was likely caused due to an angled seal during manufacture. Samples 1, 3, and 4 did not exhibit a breach of sterility. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4)complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic. These devices fail the inspection described herein. Safety tips: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant. Discoloration. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor rejected the 139104ext due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with reoccurrence.